Manufacturer narrative:
The external visual inspection revealed that the silicone overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another cochlear device. This is the final report.